Event description:
It was reported surgical intervention was undertaken to explant the pt's ((B)(6)) lead due to an impedance issue found with one of the device's contacts. The physician suspects the issue was caused by the lead anchor. A replacement lead will be implanted at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.